Manufacturer narrative:
The mcs instrument and tip cover accessory were returned and evaluated. Per the customer reported complaint engineering found no visual evidence of arcing or char marks on the instrument. The instrument was inspected and found to pass electrical continuity testing and did not have any burrs or abnormally sharp edges that could contribute to arcing. Visual inspection of the tip cover accessory showed no thermal or mechanical damage to the silicone. On (B)(6) 2010 (B)(6) reported that the instrument and accessory were inspected prior to use and after removed from this procedure, however, no evidence of malfunction could be found. The esu setting used was noted to be within isi's recommended range.

Event description:
It was reported that during a da vinci si hysterectomy procedure sparking was seen coming from the tips of the monopolar curved scissors instrument with the tip cover accessory installed. The surgeon decided to continue with the case, however shortly after a second sparking event was noticed. At this time the surgical staff removed the monopolar curved scissors instrument and tip cover accessory and replaced them with another instrument and accessory of the same type. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.